Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer has high blood glucose of 400 mg/dl. Troubleshooting found that the pump alarmed unexpectedly during normal use for the customer. Troubleshooting also found that the pump passed the displacement test. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The described event in the intial report was incomplete. The additional information that was missed was provided with this report.

Event description:
It was also reported the insulin pump has passed the self-test, high pressure test, and the memory was ok on the device. However, the customer did state the bolus and basal on the device did not match the daily totals.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was programmed with multiple basal rates and monitored; the basils were delivered and recorded properly in basal review screen and the daily totals feature functioned properly. No cosmetic damage noted.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.